Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the intraocular lens (iol) was not possible to implant since it was found faulty. Additional information received and stated that, the iol was impossible to spillage from the cartridge. There was no patient harm reported. The surgery was completed with the backup product.